Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, but how or when the catheter was damaged cannot be verified. One 2 fr per-q-cath PICC was returned for evaluation. The PICC was received without the stylet in the lumen, which indicates that the catheter was placed. The catheter length had been modified. The catheter extended 9mm beyond the 14cm depth mark. Leaks were identified in the 2fr tubing between the 1cm and 2cm depth marks. The leak sites were microscopically examined and small pinholes were found on the external surface of the tubing. The catheter was cut longitudinally to examine the leak site from within the catheter, which revealed similar damage on the internal surface of the tubing. It was unknown if the catheter was punctured by the stylet. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ since the catheter had been trimmed to length, and the stylet removed, the damage may have occurred during use. A review of the DHR showed that the product was 100% leak tested and no problems were identified. A lot history review (lhr) of reap1468 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter had a leak at the 1.5 external centimeter marking. No other information was provided. No harm to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reap1468 showed (B)(4) other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter had a leak at the 1.5 external centimeter marking. No other information was provided. No harm to the patient was reported.